Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for unknown indication. It was reported that product was initially verified before the case. During the procedure, the inserter was removed from the tool card and then later added back. Once added back the instrument needed to be reverified while the navigation frame was attached to the patient. They were unable to verify the instrument with the navigationverification tool inserted. They then grabbed our second catalyft navigation instruments set and we¿re then able to verify the second inserter. The inserter was found to be intact, with no signs of fracture, stripping, bending, or other damage. Subsequent testing and use of the inserter revealed no issues. Based on these findings, the issue appears to be related to device handling rather than an inserter malfunction. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
D4: lot updated. H6: eval code method updated (insterter is still in use). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.